Event description:
A malfunction on the pump was reported after the customer slipped on ice and fell. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.